Event description:
A customer in (B)(6) contacted customer service for help with her breeze2 meter. She alleged that her meter was broken. During the call, it was discovered the strip port was clogged and the meter was unable to present a test strip. The customer stated that her blood glucose had been unstable and she was not able to test. The customer took insulin even though she did not know her blood glucose value. She alleged that she experienced hypoglycemia as a result. The customer did not require outside medical attention. She was able to eat something sweet to raise her blood glucose. The meter is to be returned for evaluation.

Manufacturer narrative:
The returned meter was opened and the qa lab found a bent knife, bent lift and return springs. Cuts were found on the underside of the indexing disc, indicating possible over rotation. This could occur when excessive pressure is applied to the handle when a jam occurs in the meter. The broken meter was confirmed and the damage was likely caused by excessive pressure applied to the handle when a jam occurred.